Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water syringe was found empty in the foley tray. Per follow up via phone on (B)(6) 2024, customer provided lot#ngjn0574 and stated that there was no impact or injury to the patient, and they no longer have the syringe, it was thrown away.

Event description:
It was reported that sterile water syringe was found empty in the foley tray. Per follow up via phone on 11jun2024, customer provided lot#ngjn0574 and stated that there was no impact or injury to the patient, and they no longer have the syringe, it was thrown away.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be "tip cover came off during shipping or in processing". However, this potential root cause could not be confirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.